Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented into clinic for a follow up. During interrogation, the device was found in backup vvi mode. The device was successfully reset and reprogrammed. Patient's condition was stable before, during and after the event.